Manufacturer narrative:
D4 - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during an infusion site change, the infusion site remained attached to the inserter and did not adhere to the skin. The cannula was kinked because it had not pierced the skin. A second infusion set was successfully inserted. The event occurred while in use with patient. There was no patient harm or injury.